Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported jumping into the pool while connected to the insulin pump before the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display during button pressing due to moisture damage on lcd board noted. The insulin pump was unable to perform displacement test due to blank display. The insulin pump was unable to verify button error alarms due to blank display. The insulin pump had moisture damage on keypad traces, vibrator motor assembly mother board, interface board and remote frequency board noted. The insulin pump had a corroded motor home switch noted, minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.